Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, a resolute integrity drug eluting stent was implanted in the coronary artery [rsint25030ux]. Post procedure, patient suffered myocardial infarction same day as procedure. Cec adjudicated event as myocardial infarction.